Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2006 due to pain. Trochanter claw and bolt were removed. A second revision was performed (B)(6) 2011 due to infection. The cup and head were removed and replaced. A third revision was performed (B)(6) 2011 due to unknown reason. All products were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 8 mdrs filed for this event (reference 1825034-2013-1825034-2013-01337 / 01342, 01399 & 01400).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2006 due to pain. The trochanter claw and bolt were removed. A radical debridement was performed (B)(6) 2011 due to infection. The stem, head, and cup were removed and replaced with a prostalac spacer and competitor stem. The patient was subsequently reimplanted on (B)(6) 2011. The cup, head, and prostalac spacer were removed and replaced. Additional information received in operative report noted patient underwent a radical debridement procedure on (B)(6) 2011 due to patient experiencing headaches, fevers, and malaise. Operative report further noted the surgeon was unable to remove the proximal femur so the stem was cut below the modular junction using a bur during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 1 of 6 mdrs filed for this event (reference 1825034-2013-01337 / 01342).